Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology are unk. It was reported that the physician had delivered the stent graft slightly high, due to the inability of the physician to get a parallax view of the device. The physician elected to place a bare metal stent in the left iliac artery and regained blood flow to the renal artery. Final angiogram had good results. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.